Event description:
It was reported that a pt underwent a sling procedure in 2008. Post-operatively on the following day, the pt was experiencing voiding dysfunction with high residuals. As a result, a pull down procedure of the sling was successfully performed under general anesthesia on the same day. The pt was discharged two days later, with normal voiding function.

Manufacturer narrative:
Date sent to the FDA: 07/02/2008. Conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.